Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vicm12.6, -5.50 diopter into the patient's left eye (os) on (B)(6) 2014. The surgeon notes lens rotation, loss of bcva, and blurred vision. Reportedly, lens remains implanted. Surgeon reports the "icl on dead vertical position."